Event description:
It was reported that the impactor tip broke while impacting glenosphere and adaptor together. The piece broke on back table. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was confirmed as visual examination of the provided photograph identified that the impactor pad is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.